Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. Additionally, the belt was found to have the cable connecting the distribution node (dn) to the rear therapy electrodes pulled from the strain relief, damaging wires in the cable. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.